Event description:
The customer reported that, when the scope was connected to the video processor, e315 error code was displayed. The issue was identified upon unpacking the olympus gastrointestinal videoscope. There was no patient involvement.

Manufacturer narrative:
The customer contacted olympus technical assistance support via phone. Troubleshooting was performed; however, the issue could not be resolved. The customer reported the event to technical assistance support. The device will not be returned to olympus for evaluation.